Event description:
The operator was sliding out the water/waste drawer on the advia centaur when it became detached from the instrument and fell on her foot. The employee went to the hospital for an examination to determine if any injuries were sustained. There was no report of adverse health consequences or known patient intervention due to the operator's injury.

Manufacturer narrative:
The field service engineer (fse) was on site when the incident occurred. After analyzing the instrument, the fse determined that the mounting screws that hold the rails to the instrument were loose. The fse installed drawer slides and glide rails on the advia centaur system. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.